Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). (B)(4). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication with the customer livanova (B)(4) learned that the device was cleaned per instruction for use and placed inside the operation theatre. Further it was reported that the device has already received the vacuum upgrade and was positioned approximately 2 meters away from the operation table. The customer informed us that the device is still in use. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was tested (B)(6) for gram (B)(6). There is no known patient involvement.